Event description:
It was reported that the patient presented to the clinic with right ventricular (rv) lead exhibiting noise that was oversensed by the device. The oversensing did cause pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
New information notes that the right ventricle lead also exhibited insulation anomaly.